Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a single inappropriate shock while the patient was exercising. The patient stated that this resulted in pain and discomfort. Review of device episode data determined that the cause of the shock was oversensing of myopotential noise. It was also noted that the r-wave amplitude had been decreasing over the course of the year most likely due to patient condition. During in-clinic evaluation, device optimization was performed and showed normal device behavior. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.